Manufacturer narrative:
H3- non-destructive and visual evaluation was performed on the poly-dial liner. The ultra-high molecular weight polyethylene liner showed burnishing and eccentric wear on about 75% of the articulating surface while the original machining marks could be seen on about 25% of the articulating surface. The wear pattern would be typical of a well functioning device of this longevity. There were no apparent material or mfg defects noted on the liner.

Event description:
Insert (ie. Liner) was removed from pt's right hip due to polywear synovitis.